Event description:
The benco pl. 30 gauge short needle that the dentist was using to inject the teenage male pt with dental anesthetic broke at the hub while inside the pt's mouth. Dentist was unable to remove the needle. Pt then went to an oral surgeon, who was unable to remove the needle during two separate surgeries. A second oral surgeon also tried to remove the needle, but was concerned about its proximity to the pt's jugular vein and was not able to do so. Finally, the needle was removed at emory hosp. The treating dentist reported this event to dental dealer. There is some confusion about the lot number reported by the dentist: she reported that the needle was labeled with lot # 070306, but that lot was not distributed until four months after the date of this event.